Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (826851) has been in the patient for 2 days. Medical staff stated that upon return from CT scan, the patient¿s icp was reading -3. The icp reading remained the same when the patient's head was raised. Upon disconnecting and reconnecting the microsensor from the transducer cable, the bolt was reading positive numbers. The sensor was still working and the icp read 5mmhg. No patient injury reported.

Manufacturer narrative:
The microsensor (826851) is not available for return as per customer; therefore, an evaluation of the device could not be performed. Serial number provided 123551 could not be associated to our lot numbers; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause for this issue reported by the customer could be due to excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.